Event description:
A vns pt reported she had been sent for pain management for a headache that had started two days following some bad seizures. She indicated that she was sent for a head MRI due to the headaches. During the MRI, she felt something move in her chest. Vns had been programmed off prior to the MRI. The pt indicated that when the physician programmed vns back on following the MRI, she felt shocking in the left side of the neck during stimulation. The pt was hospitalized. Her physician reported that the pt was hospitalized due to the complications following the MRI. It is known if a transmit and receive head coil study was performed. The physician went to the hospital and performed interrogation and diagnostics of the vns device. Interrogation showed that the device was programmed off. Diagnostics showed vns to be functioning properly. Good faith attempts to obtain additional info have been unsuccessful to date.